Event description:
A customer in (B)(6) notified biomérieux of false susceptible results for nitrofurantoin when testing with the vitek® 2 ast-p606 test kit (ref (B)(4), lot 4860423403). The customer was testing an eeq aglae enterococcus faecium strain and obtained a susceptible result (mic=64) with 7.01 software. The expected result of the eeq strain was resistant. When the customer retested the strain using lot 4860704403, they obtained either an intermediate or resistant result with 8.01 software. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for false susceptible nitrofurantoin (ft) results when testing an eeq aglae enterococcus faecium strain with the vitek® 2 ast-p606 test kit (ref 22330, lot 4860423403). The eeq aglae strain (#17m80.4) was subcultured on tsab (biomérieux) medium, under aerobic atmosphere. Identification was confirmed to enterococcus faecium with vitek 2 gp ID card (v7.01 and v8.01) testing was performed on v7.01 and v8.01 versions of vitek 2. It included ast-p606 cards from two customer lots (cl1 : 4860423403, cl2 : 4860704403) and a random lot (rl : 4860523103). Testing also included agar dilution (ad) as the reference method for nitrofurantoin (ft01n) formulation used in this card. Ad result : ft mic = 128 mg/l r : mic on the breakpoints, so it can be s or r within 1 doubling dilution so the strain can be considered as a borderline strain. Vitek 2 results : ft mic = 128 mg/l r on all ast-p606 lots, with the two software versions (v7.01 and v8.01). The false susceptible or intermediate results obtained by the customer were not reproduced in-house on vitek 2 v7.01 and v8.01. The vitek 2 ft mic were within essential agreement with the reference mic (ad) and the expected aglae eeq result (r).